Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device failed to charge despite the charging pad led indicating placement, resulting in the device losing power and shutting down; a replacement charging pad did not resolve the issue, and the user transitioned to manual insulin while a replacement device was arranged. Symptoms included no reported adverse health effects and no alarms. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included review of device function, user reports, and logistics for device replacement. Investigation of this device revealed a charging failure consistent with a device power/charging system malfunction, not attributable to the external charging pad. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the charging subsystem.